Manufacturer narrative:
The pt weight was not provided by the site. Software has not been evaluated as of the date of this report.

Event description:
An ent surgeon reported that while in a fess surgery, attempted to register with tracer and failed. This was during the registration step, before pt incision under anesthesia. The 3d model was smooth and there were no errors when loading the scan. The surgeon, a frequent user of the stealth, noted the tracing pattern looked fine, however, on one side of pt's ear, the tracing pattern would go off into space. Medtronic technical services rep walked through trouble-shooting until the surgeon was able to accurately get registration to be successful. Proceeded to navigate and noted approx 3.5mm off when verifying accuracy all over the pt. The surgeon proceeded with navigation taking inaccuracy variable into account to complete the procedure with the use of the fusion navigation system. There was no impact on pt outcome.